Event description:
It was reported that, during a routine device check, the longevity estimate for the implantable pulse generator (ipg) was much less than expected. It was determined that the longevity estimate was incorrect due to the programmer software not being up to date. The software was subsequently updated and both the programmer and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).